Event description:
The physician reported soon after treatment with cosmoderm the pt presented with an "allergic reaction" at the treatment sites. Topical diprosone and oral celastene were prescribed by the doctor.